Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also reported that the patient was experiencing frequent charging of the ipg. The patient underwent spinal cord stimulator (scs) revision wherein the patients ipg and two leads were replaced. The patient was doing well postoperatively. The explanted products were not released by the physician.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also reported that the patient was experiencing frequent charging of the ipg. The patient underwent spinal cord stimulator (scs) revision wherein the patients ipg and two leads were replaced. The patient was doing well postoperatively. The explanted products were not released by the physician.